Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿. No more information was provided. This behavior can cause an unintentional pump stop. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a rotaflow displayed the error message ¿error head¿. The reported error occurred during priming. No patient was involved. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure "head error" could not be reproduced. Additionally, as part of the service the batterypack ni-cd 24v 132wh (rfc) (article number 701017188) has been replaced. A functional test was performed and the device was working as intended. The device is back in use. Based on these investigation results the reported "head error" could not be confirmed. However the following root causes could be determined for the head error: the head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The review of the non-conformities has been performed on 2022-10-24 for the period of 2013-12-01 to 2022-10-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2013-12-01. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.